Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and no delivery alarm. The customer¿s blood glucose level at time of incident was 450 mg/dl. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer does allege insulin pump was under delivering. Reasons why customer alleges insulin pump was under delivering because they were not getting right amount of insulin. The insulin pump will not be returned for analysis.